Event description:
It was reported that the device was overheating when powered on. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the return tube is cracked. Functional testing found the device reaches approx. 41.7 degrees celsius in 3 minutes 6 seconds and never goes into a over temp state. However, the water is not properly flowing through the return tube. On closer inspection, the return tube is cracked. Replace damaged return tube and the device passed all functional testing. The root cause of the reported issue was found to be a design issue. This issue was escalated to an internal CAPA and an internal scar and will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.d5 and e4 are unknown, no information provided to date.